Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. At the time of this report the patient was recovering from this peritonitis event. Additional information was requested but is not unavailable. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents for potentially associated lot numbers h13i06037 and h13h28033 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4).